Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was received for evaluation and analysis was inconclusive, the cause of the power on reset was unknown. Performance data was collected and analyzed from the device. Power on reset - power on reset parameters. Device experienced 47 critical ram parity error por, the last four recorded on (B)(4) 2012 between 01:32:33 and 01:38.51 device time. Last four recorded events all occured in "13 __" memory block.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was received for evaluation and analysis was inconclusive, the cause of the power on reset was unknown. Performance data was collected and analyzed from the device. Power on reset - power on reset parameters. Device experienced 47 critical ram parity error por, the last four recorded on (B)(4) 2012 between 01:32:33 and 01:38.51 device time. Last four recorded events all occured in "13 __" memory block.

Event description:
It was reported that the patient presented to the emergency department as a result of a device electrical reset and has suffered from apparent pacemaker syndrome and pain at the implant site. The patient states that they can tell a reset occured when they are lying in bed because they feel their heart pacing differently. The patient also reported that about one month ago, they had an electrical discharge while on a plastic slide. It was further reported that the device has had multiple resets since implant (4 months) and is possibly due to a device malfunction. The device was explanted and replaced. There were no further patient complications reported as a result of this event.